Manufacturer narrative:
The distributor, provided customer with a minispin centrifuge as a replacement. No hardware has been returned for further investigation. Beckman coulter internal identifier is (B)(6).

Event description:
A customer in the united states, reports rt12 rotor broke apart during use of statspin ssvt centrifuge. The customer states parts of the rt12 rotor escaped from centrifuge at the time of failure. The customer noted pieces had reached 2 feet of distance. Customer states shield was in place at the time of failure. Customer confirms no harm, no exposure, and no medical attention needed due to this failure. Customer noted not knowing when the rt12 rotor was last replaced.